Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and ketones. The customer's blood glucose was 450 mg/dl at the time of the incident. The customer's blood glucose was 1000 mg/dl at the time of hospitalization. The customer's blood glucose was 203 mg/dl at the time of call. The customer stated that they were given insulin drip during the hospitalization. The customer stated that they were throwing up. The customer stated that they were not wearing the insulin pump at the time of hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that they did not found setting issues. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.